Manufacturer narrative:
Reported event: an event regarding instability involving a uhr head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name#unitrax v40 sleeve -4mm; cat#6942-6-060; lot#14834451. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Pt. Presented with "pain and instability" following a right hemiarthroplasty on (B)(6). Dr. Opted to revise the hemi but upon clinical assessment of the hip intra-op no anatomical or functional issues could be determined. Dr. Opted to revise her unipolar-construct to a bipolar-construct. Stem was left in-situ. No complaints filed against the components themselves; no further info available.